Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempted to pre-dilate a 100% stenosed, totally occluded, de-novo lesion located in the severely calcified and moderately tortuous artery with a 1.50x8mm apex balloon catheter. Vascular access was femoral. During advancement of the apex balloon catheter to the target lesion, the physician experienced server resistance. The balloon catheter eventually crossed the lesion and an attempt to dilate the lesion was performed. The balloon ruptured on the first inflation at 10 atms after being inflated for 10 seconds. The device was removed intact. Pre-dilation was performed with another balloon catheter. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).